Event description:
It was reported that during power on, the cs100 intra-aortic balloon pump (iabp) units screen flashes and there is no steady readable image on the monitor, there is spinning and no reading of the inscription. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during power on, the cs100 intra-aortic balloon pump (iabp) units screen flashes and there is no steady readable image on the monitor, there is spinning and no reading of the inscription . There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4. Corrected fields:h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was unable to reproduce the reported issue. The fse checked electrical connections between display board and video receiver board. The fse checked electrical connections between video receiver board and backlight inverter. The fse checked monitor cable and checked the shielding of the elements of the image display system. The fse performed work tests and the device is operational.